Event description:
The facility's biomed engineer reported an infusion pump with a 500 failure code. The biomed stated that there have been no reports of any patient incident involving the pump since the last baxter service event. It was unknown if this failure occurred during patient use or biomed testing. Additional contact information was requested but not provided.